Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal (essure removal surgery)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal (essure removal surgery)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have body temperature fluctuation ("just wondering if anyone else has a hard time regularing their body temp. There's no happy medium. I m either freezing or boiling"). The patient was treated with surgery (removal of essure.). Essure was removed. At the time of the report, the medical device removal and body temperature fluctuation outcome was unknown. The reporter considered body temperature fluctuation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, body temperature fluctuation. Most recent follow-up information incorporated above includes: on 10-jun-2019: social media received. Event body temperature fluctuation was added. Reporters were added. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal (essure removal surgery)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have body temperature fluctuation ("just wondering if anyone else has a hard time regularing their body temp. There's no happy medium. I m either freezing or boiling"). The patient was treated with surgery (removal of essure.). Essure was removed. At the time of the report, the medical device removal and body temperature fluctuation outcome was unknown. The reporter considered body temperature fluctuation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, body temperature fluctuation. Most recent follow-up information incorporated above includes: on 10-jun-2019: social media received. Event body temperature fluctuation was added. Reporters were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.